Event description:
I had a thermal uterine ablation device by novasure, now I suffer with debilitating pain. Feel bad about letting dr. Convince me. I have had a few sonograms before my heavy cycles began after a cyst was removed from ovary on (B)(6) 2015 and had a few after. Then I was convinced to do ablation and have had a CT scan since, which states the uterus is thick most likely gorged with blood. Now dr. Said only option is hysterectomy. How sad.